Event description:
Appears right ventricular oversensing on rv lead on electrogram #535, 534, 533. Appears right ventricular under sensing on rv lead on electrogram #534. Sensing integrity counter - shows 44 short ventricular-ventricular intervals. Lead integrity alert (lia). The lead was replaced on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).